Manufacturer narrative:
Full UDI unknown since no lot number was provided. Additional information was requested from the customer and provided. Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  Although the exact root cause of the incident could not be confirmed, the engineering evaluation revealed that the likely root cause may be due to the distal end of the cannula being caught on the abdominal wall, resulting in unclean entry and lost pneumoperitoneum. The instructions for use instructs the user to, "insert the device into the abdominal wall by applying continuous downward force while gently rotating in alternating clockwise and counterclockwise directions until the tip of the obturator enters the peritoneal cavity." In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap colectomy- "the distal end of the trocar, the bevel, is too pronounced and even when the obturator was protruding into the cavity, the trocar sleeve was struggling to enter easily, and when pushed harder peels away the peritoneum from the abdominal wall and leaves a unclean entry and the pneumo peritoneum is lost into the pre peritoneal space." Patient status: "ok."